Event description:
Pt had previous open reduction and internal fixation left hip fracture with biomet vhs hip and lag screw. Pt returned in 2000 with a non-union or delayed union left hip fracture and failed internal fixation.